Event description:
The patient received her scs system on (B)(6) 2009 including an ipg. It was reported the patient has lost stimulation on two occasions. The patient also has problems with the charger and programmer communicating with the ipg inconsistently. A new charger was sent to the patient to help resolve the issue, but was unsuccessful. An sjm representative plans to meet with her to troubleshoot the issue. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.